Manufacturer narrative:
(B)(4). The reported complaint was reviewed. However, verification testing could not be performed because no sample was returned for analysis. The device history record review could did not reveal any manufacturing related issues. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. The probable cause could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire became stuck and kinked was confirmed. Returned was one guide wire inserted through and protruding from both ends of the dilator/ sheath assembly. Visual examination revealed one significant kink in the guide wire just beyond the dilator tip. A slight tug on the guide wire and it was removed from the sheath/dilator assembly easily. A manual tug test revealed that the distal weld was intact, no weld was at the proximal end since it is a solid wire. Microscopic examination of the guide wire revealed three offset coils at 2.7, 4.8 and 4.9 cm from the distal tip in addition to the kink. The sheath and dilator were also observed to have a kink. The kink in the sheath was at approximately 7 mm from the sheath tip and the kink in the dilator was at approximately 2.5 cm from the dilator tip; however, as an assembly the kink is in the same location. The kink in the guide wire could also be lined up with the sheath/ dilator kink indicating they all were kinked at the same time within the patient. The device history record review did not reveal any manufacturing related issues. Based on the condition of the returned sample and the time of discovery, it appears operational context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the ICU, the nurse used a separate 20ga angiocath (not from the PICC kit) to gain access into the right basilica. At that point, the needle was removed leaving catheter in the vein and the guide wire was inserted. The nurse then removed the catheter to insert the sheath/dilator over the wire. As the nurse pulled the guide wire out from the dilator, resistance was met and as a result and he was not able to pull it any further. Therefore he had to pull everything out at once and open a new kit to restart the procedure. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.